Event description:
It was reported that the purewick accessory replacement kit became discolored easily. Patient also stated that the purewick female external catheter one time gave urethritis . It was noted that the patient had been using the purewick products for more than 90 days. It was also noted that the purewick accessory kit was replaced on (B)(6) 2022. It was unknown if the device contributed to the urethritis at this time and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick accessory replacement kit became discolored easily. Patient also stated that the purewick female external catheter one time gave urethritis . It was noted that the patient had been using the purewick products for more than 90 days. It was also noted that the purewick accessory kit was replaced on 06apr2022. It was unknown if the device contributed to the urethritis at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours." The device was not returned.